Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported there was a fractured 40 mm titanium rib hook extension during a vertical expandable prosthetic titanium rib surgery. It was reported that a (B)(6) male was originally implanted on (B)(6) 2013. Subsequently, the patient underwent surgery on (B)(6) 2013. It was noted that the small flange that connects the rib hook to the extension was fractured. This was discovered while the surgeon was lengthening. No pieces of the devices were left inside the patient. The consultant stated that the surgery was delayed due to the reported event; the time delay was not specified. It was reported that the surgery was successfully completed. This is report 1 of 1 for (B)(4).